Event description:
It was reported that the customer received an occlusion alarm followed by a cartridge alarm 1 during bolus delivery. The customer's blood glucose level was 307 mg/dl. The customer reported a hairline crack in the cartridge. As the customer's insulin gauge had reset due to the cartridge 1 alarm, tandem technical support was unable to perform a system check to determine the cause of the occlusion. During troubleshooting, the customer tried reloading their cartridge but the pump stopped fill tubing at 9.8u and requested a minimum of 50 units. The customer changed the cartridge and infusion set and indicated that "all was well".

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.